Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon came out incomplete/falling apart - vaginal [foreign body in reproductive tract], tampon came out incomplete/falling apart [complication of device removal], tampon falling apart [device breakage]. Case description: consumer contacted via e-mail and stated that she went to remove the tampon and it came out incomplete and falling apart. No serious injury was reported.